Manufacturer narrative:
Citation: musuku sr, et al. Outcomes of transfemoral transcatheter aortic valve replacement performed with general anesthesia using a supraglottic airway versus monitored anesthesia care. J cardiothorac vasc anesth. 2021 jun;35(6):1760-1768. Doi: 10.1053/j.jvca.2020.09.086. Epub 2020 sep 6. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding general anesthesia with a supraglottic airway compared to monitored anesthesia care in patients undergoing transfemoral transcatheter aortic valve replacement (tf-tavr). All data was retrospectively collected from a single center between 2017 and 2019. Of the 299 patients included in the study population (predominantly male, median age (B)(6)), an unrevealed number of patients underwent tf-tavr with the medtronic corevalve system or edwards sapien system. No unique device identifier numbers were provided. Among all patients, six deaths occurred within thirty days of tf-tavr, including one procedural mortality. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between corevalve and the deaths. Among all patients, post-operative adverse events included: permanent pacemaker implantation; atrioventricular block; need for mechanical ventilation; and stroke. Corevalve may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated the study did not investigate the specific type of valve and related complications but noted there was no causal relationship between corevalve and the observed deaths and post-operative adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.